Manufacturer narrative:
During follow-up, the patient reported he discarded the unit which was sharp and contributed to his acquiring a uti. He declined to provide personal information for the report. The patient said he will keep using the hm12 catheter because he does prefer it.

Event description:
Intermittent catheter patient (user) reported the hm12 catheters were stuck to the packaging and when he took them out and used them they caused bleeding. The patient said he bled for three days and got a urinary tract infection (uti) and he went to the ER. During follow-up, the patient explained he had to go to the ER since his doctor's office was closed. He said was given an antibiotic for ten days and recovered from the infection completely, but was sore from the cut.